Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. Customer experienced a blood glucose (bg) level of 41 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, customer continued to use the pump for insulin therapy.